Event description:
It was reported the patient had a loss of therapeutic effect since (B)(6) 2015. After implant, one of the leads had died and the second lead stopped working due to scar tissue build up on (B)(6) 2013. The night prior to this report, the patient checked the voltage and it was at 2.75 from 3.75. The patient was worried the final lead was going to stop working. The patient had an appointment scheduled with their healthcare professional (hcp), but it was not for a couple of weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v989565, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v989565, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v989565, implanted: (B)(6) 2012, product type: lead. (B)(4).